Event description:
The pt's scs ipg was returned to st. Jude medical from a mortician's office. An internet obituary search was performed and nothing related to the pt's death was found.

Manufacturer narrative:
This ipg serial number was included in field advisories. Results and conclusions: the inspection of the ipg revealed tooling marks on the header and can from the explant procedure. A portion of one of the septum's cover was missing. Based on the information provided, the device was returned after the pt's death. The ipg was returned in good to fair condition. There is no alleged failure of the device to meet specification. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.